Event description:
It was reported that, "(B)(6) called to report damaged box of simplex. Box on skid with other items delivered. Bad odor coming from box. Several vials were broken. Dispose of as "hazardous waste".

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.